Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that 4 years and 9 months after the dental implant was installed in intraoral region 6#, its loss of osseointegration was observed. Moreover, 45n.cm of primary stability was achieved, the patient presented bone type ii, immediate implant was performed and immediate load procedure was done.